Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a smooth round moderate plus profile 425cc memorygel breast implant experienced spontaneous left sided rupture and capsular contracture (baker¿s grade unknown) post procedure. These issues presented with breast firmness, swelling and pain. . The rupture was diagnosed by a physician and confirmed during replacement surgery. Replacement with another moderate plus profile 425cc memorygel breast implant was performed on (B)(6) 2019.